Event description:
It was reported the system was explanted due to an infection which was not device related. Additional information reported that the cultures came back negative after explant. The patient was doing fine.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product typ lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product typ lead product ID (B)(4) lot# serial# (B)(4) product typ recharger product ID (B)(4) lot# serial# (B)(4) product typ programmer, patient product ID (B)(4) lot# serial# unknown, product typ accessory product ID (B)(4) lot# serial# unknown, product typ accessory. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.